Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records has been completed. Manufacturing site: (B)(4), manufacturing date: april 15, 2016. No non-conformance records were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tfn-a (trochanteric fixation nail ¿ advanced) procedure on (B)(6) 2016 for a fractured right femur, the guide sleeve and buttress compression nut would not release from the aiming arm at the end of the procedure. The nail and blade were already successfully inserted. A mallet had to be used to hit the release button (locking device) on the aiming arm to get the blade/screw guide to release. Once released, the blade/screw guide would not unthreaded from the buttress compression nut. The surgery was completed successfully, with no reported surgical delay, and no reported harm to the patient. Following the procedure, and after going through the wash, the two devices were finally separated, by lubricating them and then using two other instruments to forcibly separate them. Concomitant device reported: 130 deg aiming arm (part # unknown, lot # unknown, qty. 1). This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject devices. The returned buttress/compression nut (03.037.016, 9841609) and blade guide sleeve (03.037.017, 9924034) are included in the trochanteric fixation nail advanced (tfna) system and are used to help with head element insertion. The returned nut was received absent of any damage which could have contributed to the complaint condition. The returned nut was threaded onto the returned sleeve and fully threaded onto it without difficulty, and was able to be unthreaded and removed from the sleeve as well. The returned sleeve was received with noticeable damage to its distal end including tool marks and the distal tooth/tab bent outwards. The aiming arm used during the procedure was not returned and the returned parts mated and disassembled as expected, therefore the complaint condition is unconfirmed. As part of this investigation a visual inspection, drawing review, and root cause analysis were performed. The returned buttress/compression nut (03.037.016, 9841609) was manufactured on april 15, 2016 and drawings were reviewed. The returned blade guide sleeve (03.037.017, 9924034) was manufactured on june 17, 2016 and drawing was reviewed. The relevant part drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the available information it is not possible to determine a definitive root cause for the complaint condition, however upon inspection of the returned sleeve it was apparent that it had been exposed to unintended forces. It is possible that due to unintended circumstances which can occur during procedures, the surgeon decided to use the tfna devices in a manner which is not detailed in the provided instructions. Also, it was stated in the complaint description that a mallet had to be used to disassemble the construct after the procedure was completed. If the returned devices were exposed to unintended forces in order to be disassembled it could have caused the parts to get wedged in a manner which would prevent them from disassembling as intended. Tool marks were noticed on the distal tip of the returned sleeve indicating that it was used in a manner which did not reflect its intended design and/or use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.